Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Initial information originating from the united states has been received from an investigator referring to a 36-year-old, not hispanic or latino african american female subject enrolled in a study entitled "treating abnormal postpartum uterine bleeding or postpartum hemorrhage with the jada system-a post-market registry". This report concerns 1 subject and 1 device. The subject's medical history included gravida 6 and para 6, had 6 live births and vaginal deliveries. The patient did not experience abnormal postpartum uterine bleeding or pph at previous deliveries. Concurrent condition included asthma and uterine fibroid. The subject's height was 165 centimeter (cm), weight was 74.8 kilogram (kg), body mass index (bmi) 27.47 (no units provided). The gestational age at delivery was 40.3 weeks. The patient was admitted on (B)(6) 2021 at 22:38. The hemoglobin at admission was 11.3 (no units provided). Delivery was induced by epidural oxytocin for 15 hours. There was no invasive placenta. On (B)(6) 2021 at 11:19 the subject had vaginal delivery of a singleton with birth weight 3610. The estimated blood loss (ebl) prior to vacuum-induced hemorrhage control system (jada system) use was 1200 (unit not reported). Lower uterine segment atony was involved. The interventions given prior to use of vacuum-induced hemorrhage control system (jada system) were carboprost 1 dose, misoprostol and tranexamic acid (txa) 1 dose. On (B)(6) 2021 at 12:00, the vacuum-induced hemorrhage control system (jada system) was used for abnormal postpartum uterine bleeding/pph (lot and serial # were not provided) and the device stopped control the bleeding. The operator of the device was attending physician. There were no escalating treatments required after vacuum-induced hemorrhage control system (jada system) use to control the abnormal postpartum uterine bleeding or hemorrhage. Time of vacuum connection to control of bleeding was 0 - 1 minute. Total duration of vacuum-induced hemorrhage control system (jada system) use was 5.25 hours (removed on (B)(6) 2021 at 17:15). The bleeding did not continue or re-start during the vacuum-induced hemorrhage control system (jada system) verification step. After initial bleeding control by vacuum-induced hemorrhage control system (jada system), there was no another bleeding episode. Blood was collected in the vacuum-induced hemorrhage control system (jada system) canister was 100 (unit not reported). More than one vacuum-induced hemorrhage control system (jada system) device was not used. The device did not removed and reinserted for any reason. There was no ultrasound used at any point to evaluate during vacuum-induced hemorrhage control system (jada system) used. No maternal admission to intensive care unit (ICU) was required. The patient was not diagnosed with endometritis. The abnormal postpartum uterine bleeding or hemorrhage was recovered. Estimated total blood loss at delivery was 1300 ml. There was no disseminated intravascular coagulation (dic) diagnosed. There was no blood products required during peripartum period. The suspected cause of the postpartum hemorrhage was retained placenta and uterine atony. On (B)(6) 2021 the subject experienced bronchospasm from carboprost (hemabate) administration (bronchospasm) (moderate). The patient had a childhood history of asthma, and after receiving carboprost (hemabate) for postpartum uterine bleeding control, on an unknown date, bronchospasm resulted. The misoprostol was removed due to bronchospasm. Cell saver attempt unsuccessful, resulting in vacuum-induced hemorrhage control system (jada system) placement. Treated with epinephrine, albuterol, and breathing treatment with improvement. The bronchospasm (moderate) was recovered on (B)(6) 2021. The patient was discharged on (B)(6) 2021. The hemoglobin at discharge was 9.6 (no units provided). No product quality complaints present. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. The investigator considered the event bronchospasm serious due to required intervention (devices) and not related to vacuum-induced hemorrhage control system (jada system) and procedure. Medical device reporting criteria: serious injury. (B)(4).